Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a short (2.9 m ohm) in the trunk cable between the pt pulse 1 and pt pulse 2 wires. The cause of the hi-pot test failure is the short in the trunk cable. The root cause of the short cannot be positively identified. No adverse event resulted from the shorted wires. The last pt to use this belt did not report any deficiencies.